Manufacturer narrative:
The reported event of inappropriate capture was not confirmed. Final analysis found as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was explanted due to high capture threshold. The physician elected to explant rv lead and replaced with a new one. The patient condition was unknown.